Event description:
It was reported that the battery in this device was suspected to be depleting prematurely. Review of device data by a boston scientific technical services (ts) consultant confirmed that device longevity was decreasing more quickly than expected. Additional information was received that a revision procedure was performed and the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that the battery in this device was suspected to be depleting prematurely. Review of device data by a boston scientific technical services (ts) consultant confirmed that device longevity was decreasing more quickly than expected.. Additional information was received that a revision procedure was performed and the device was explanted and replaced. No adverse patient effects were reported.